Event description:
(B)(6) legal complaint received. Medical records were obtained. Medical records indicate patient was revised due to metallosis and cup loosening.

Event description:
Asr claim letter and litigation record received. Litigation alleges discomfort when sitting, standing and bending, difficulty walking, swelling, elevated chromium and cobalt ion levels and limping. Painful permanent injuries, additional surgery, severe metallosis, neurosis, general tearing and straining of the muscles and ligaments were also alleged.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Asr resurfacing litigation received. Litigation alleges that x-ray indicated that the implant had shifted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.